Event description:
Deploying stent, got to point of no return, physician was happy with placement, pulled safety wire and the whole stent deployed without pulling the trigger. The physician was happy with the placement. The scope was extremely torqued for the position, the physician thinks that was the cause of the unexpected full deployment. No unintended section of the device remained inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no evo-22-27-6-d products of lot number c736166 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed. A definitive cause for this observation was unable to be determined because the device was not returned and the actual use conditions could not be duplicated in the laboratory setting. With the info provided, a document based investigation was carried out. The warnings section of the instructions for use, ifu0053-7 warns the user as follows: "stent cannot be retrieved after the deployment threshold has been passed. Corresponding marks on the outer catheter and delivery handle indicate when the threshold has been passed." Prior to distribution, all evo-22-27-6-d devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-22-27-6-d products of lot number c736166 revealed no discrepancies that could have caused the complaint issue. In this incident the physician was happy with stent placement. The pt did not require any additional procedures and suffered no adverse effects as a result of this event. No corrective action warranted at this time. The 2 year complaint history has been reviewed and this complaint represents an isolated occurrence.